Event description:
On october 14, 2024, impulse dynamics received a report from our russian distribution partner that a patient was experiencing problems charging their optimizer smart mini (osm) implantable pulse generator (ipg). The patient's ipg would repeatedly enter down mode after multiple charging attempts, even after a replacement charger was supplied. Upon interrogation of the ipg, the error yielded by the ipg was ''telemet error: down_ tempera ture_integrity _3" after each failed charging session. After continued, failed charging attempts with a replacement charger, the problem was determined to be with the I pg itself. Resetting and rebooting attempts of the I pg proved similarly fruitless in resolving the charging problem. Ipg log files were retrieved from the ipg and sent to the impulse dynamics USA product development team for analysis. The team concluded the problems exhibited by the ipg are most likely due to a faulty temperature sensor. A revision procedure is being scheduled, but has not yet occurred, to replace the device. However, the explanted device will likely not be available for analysis due to sanctions and export control recently enacted by the russian federation. It therefore may not be possible for the root cause of this issue to be obtained.